Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that system displayed a message that the disk was corrupted. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found system displayed a message that disk was corrupted, confirming defective hdd. As a precautionary measure, the fse ordered a replacement hdd. However, the reported error could not be replicated during the visit, and therefore, no replacement was carried out. The device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed a message that the disk was corrupted. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that system displayed a message that the disk was corrupted. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found system displayed a message that disk was corrupted, confirming defective hdd. As a precautionary measure, the fse ordered a replacement hdd. However, the reported error could not be replicated during the visit, and therefore, no replacement was carried out. The device returned to good working order. The codes were updated based on the investigation outcome. The catalog item identifier, manufacture date and the reporting address line 1 have been updated.